Event description:
The customer reported that while monitoring a patient, a qube bedside monitor would intermittently shut itself off. There was no patient or user harm associated with this event.

Manufacturer narrative:
Spacelabs healthcare technical support advised the caller to remove the product from use. The customer stated they would remove the device from use and send the unit in for repair at future date. At this time the customer has not opened a return request to ship the device back for depot repair. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.